Event description:
(B)(4) when inserting 18g IV rn met strong resistance and stopped. Noticed tip of angio cath to look abnormal as if it was blunted/pushed back. Rn was unable to insert under skin at all.